Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
During patient use, the customer reported that the autopulse platform (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message. The customer performed manual CPR. No consequences or impact to the patient. After the call, the autopulse platform was tested and displayed a user advisory (ua)18 (max take-up revolution exceeded) error message without manikin being placed on the platform.